Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements up to 141 ohms. A commanded shock was performed, which revealed a shock impedance measurement of 109 ohms. Then defibrillation threshold (dft) testing was performed at (B)(4) joules and the shock impedance measurement was 102 ohms. The shock impedance alert was increased and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.